Event description:
It was reported that the patient felt the impulses when paced in unipolar. There was a ventricular lead warning for undefined resistance. The lead had high impedance in bipolar and multiple high impedances when the polarity switched to unipolar. Further evaluation revealed the lead was fractured. No intervention was planned at the time. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt the impulses when paced in unipolar. There was a ventricular lead warning for undefined resistance. The lead had high impedance in bipolar and multiple high impedances when the polarity switched to unipolar. Further evaluation revealed the lead was fractured. No intervention was planned at the time. The lead remains in use. It was further noted that the patient was experiencing syncopal episodes. It was further reported that the lead has been replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt the impulses when paced in unipolar. There was a ventricular lead warning for undefined resistance. The lead had high impedance in bipolar and multiple high impedances when the polarity switched to unipolar. Further evaluation revealed the lead was fractured. No intervention was planned at the time. The lead remains in use. (B)(6) 2012 it was further noted that the patient was experiencing syncopal episodes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance was noted. Both high and low impedance paces recorded on ventricular lead. Lead warning recorded on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Concomitant product: 4524 lead implanted: (B)(6) 1999. (B)(4).

Event description:
The lead was not replaced but was electrically abandoned when the device was programmed to aai mode.